Manufacturer narrative:
The complaint of "suspected contamination" was received against instrument phxap repaired material number: 44801009, serial number: (B)(6). Bd remote assistance provided, instructed customer to complete the decontamination procedures. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.

Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: customer reporting suspected contamination for ap instrument s/n (B)(6).

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ ap that there was contamination. The following information was provided by the initial reporter: customer reporting suspected contamination for ap instrument s/n (B)(4).